Manufacturer narrative:
(B)(4). Batch # u5ad4k. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received partially fired 1/16. In addition another gst60w reload was received unfired with the reload pan partially dislodged from left proximal side. The device was tested for functionality in the straight position with the returned reload (a) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the bariatric surgery, could not fire with gst60w. Changed an gst60g,still could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.